Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-03. H.6. Investigation summary: bd received 3 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill, hemolysis, abnormal additive was not observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to underfill, hemolysis, abnormal additive were observed. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. We do not have the capability for veterinary investigations. This investigation was performed using human blood. Bd does not have non-human data for this product and is therefore considered off label use of this product. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode, (underfill, hemolysis, abnormal additive) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill, hemolysis, abnormal additive. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to underfill, hemolysis, abnormal additive were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced discolored/ abnormal additive form, hemolysis, and underfilling of tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: did the same person collect the blood? Trained phlebotomist, rn? Other staff had the same issue? Some draws were done by personnel being trained at the time. These were draws for animal studies involving pigs, and vet techs were pulling the blood. Were tubes underfilled due to an issue with collection or that is the amount of blood purposely drawn? As discussed in the tech talk previously attached, underfilled tubes may result in hemolyzed samples and changes in cell morphology. There was difficulty in collection. Are all samples hemolyzed or just those that were underfilled? An improper blood/anticoagulant ratio can affect the specimen. All samples were hemolyzed. Was tube properly filled? Underfilled? Some were underfilled (i.e. 1ml instead of 2ml in a 2ml tube). Additionally, there were many resticks involved in the collection, as well as removal and replacement of the same vacutainer. Customer problem: customer reports that they have received lysed specimens while using cat 367841 lot 2080643. Steps taken with customer/troubleshooting: per customer, they had two instances of samples arriving lysed. Customer asks if there has been an issue with this lot number. Customer also asks if underfilled tubes can lead to issues. Provided minimum draw tech talk to customer to address the underfilled inquiry.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced discolored/ abnormal additive form, hemolysis, and underfilling of tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: did the same person collect the blood? Trained phlebotomist, rn? Other staff had the same issue? Some draws were done by personnel being trained at the time. These were draws for animal studies involving pigs, and vet techs were pulling the blood. -were tubes underfilled due to an issue with collection or that is the amount of blood purposely drawn? As discussed in the tech talk previously attached, underfilled tubes may result in hemolyzed samples and changes in cell morphology. There was difficulty in collection. Are all samples hemolyzed or just those that were underfilled? An improper blood/anticoagulant ratio can affect the specimen. All samples were hemolyzed. Was tube properly filled? Underfilled? Some were underfilled (i.e. 1ml instead of 2ml in a 2ml tube). Additionally, there were many resticks involved in the collection, as well as removal and replacement of the same vacutainer. It was reported by the customer that specimens are lysed while using tubes. Call activity comment: customer problem: customer reports that they have received lysed specimens while using cat (B)(6) lot 2080643. Steps taken with customer/troubleshooting: per customer, they had two instances of samples arriving lysed. Customer asks if there has been an issue with this lot number. Customer also asks if underfilled tubes can lead to issues. Provided minimum draw tech talk to customer to address the underfilled inquiry.

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.